Event description:
The trial pt had her stimulation set at 5.0v, but could not feel stimulation. She turned it up to 8.0v, but the stimulation still faded. She then turned it up to 10v and experienced a shocking/jolting sensation at this level. She was at home in fair condition. Further info has been requested.

Manufacturer narrative:
(B)(4).